Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("years of pain in feet"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and pain in extremity outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered pain in extremity to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("years of pain in feet"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and pain in extremity outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered pain in extremity to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-jun-2021: updated quality safety evaluation of ptc - sample received we received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("years of pain in feet"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal and pain in extremity outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered pain in extremity to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.